Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) displayed a fault code 5 when interrogated in january 2006, indicating that the capacitors can not charge the voltage programmed for 45 seconds, and the device should be replaced. Additional information was received stating the device had been previously implanted in a patient. And was explanted in 2000 because the patient was misdiagnosed, and no longer needed the device. There were no allegations against the device. The device was given to the patient as a fift, as the patient had no insurance. The device was implanted in 2000. The device reached eri in june of 2004, and as such the observed fault code 5 indicating a long charge time reflects normal device function. The patient did not have the device checked for 2 years after eri was reached. The device was explanted and replaced.